Event description:
The user facility reported that during a patient procedure, the surgical table lost all powered movement. The hospital staff transferred the patient onto another surgical table and the procedure was completed successfully. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris technician inspected the table and found it to be operating properly. The user facility reported that prior to the steris technician coming on-site, their third party service provider had replaced the table control board and hand control cord, placing the table back into service. The parts that were replaced were disposed of by the third party service provider. The surgical table is not under steris service contract and is currently maintained and serviced by a third party. The table subject of this event exceeded its useful life of ten years. This event is considered isolated; no other similar complaints have been made based on a search of complaint records. Steris has offered an in-service on the proper use and operation of the table and is awaiting a response.

Manufacturer narrative:
Steris conducted in-service training on the proper use and operation of the surgical table on (B)(6) 2010.